Manufacturer narrative:
(B)(4). This event occurred sometime in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was trouble flushing the tubing of a clearlink solution set. The staff would spike the IV bag and the fluid did not flush through the tubing. This occurred during priming. The drip chamber and part of the tubing would fill but then the fluid would stop. It was unable to prime the line. The set was replaced to complete therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for sample evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage, functional flow rate, and pressure testing were performed with no issues noted. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.